Manufacturer narrative:
Corrected: event problem and conclusion code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that reprogramming was done. The patient condition continued to decline and the patient later died in a manner not related to the device system.

Manufacturer narrative:
Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital due to sudden cardiac arrest. A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was discovered that the right ventricular (rv) lead displayed oversensing of the r-wave and double counting in the ventricular tachycardia (vt) zone, which resulted in a potential inappropriate therapy for ventricular fibrillation (vf). The lead remains in use. No further patient complications have been reported as a result of this event.